Event description:
Patient called to report an adverse event involving her ares device. Patient stated that the tubing and cannula pieces were already opened. , and not secure in packaging. Patient said after the first night of use, she woke with a dry throat. Patient said after the second night she woke with a wore throat, and after the third night she woke up sick. Patient stated she has a very sore throat, cold, sinus problems, hurts to swallow, headache, and ears are painful. Patient believes the package was not sanitized properly or not properly handled, which caused her to become sick. Patient believes the device was contaminated with germs.